Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve during valve deployment the balloon on the 26mm commander delivery system (ds) burst causing the 14f esheath+ to split. The sheath split but went back together after the balloon was pushed back out, the split most accurately resembled a liner tear. On fluoroscopy you could see that the balloon was outside the balloon. After the balloon was ruptured, post valve deployment, when removing the ds as usual it was noticed that the tip of the ds was next to the sheath at the abdominal aorta level when it should have been inside of it. They pushed the ds forward to let the sheath recoil to its original shape and pulled the ds back into the sheath again, which at that point, it went into the sheath and all the way to the valve of the sheath. The sheath and ds were removed as one system and a new sheath was inserted. The valve was successfully implanted. There was no adverse event.

Manufacturer narrative:
The investigation is ongoing.